Event description:
Follow up information identified the patient is reportedly at home and doing well.

Event description:
Follow up information identified the patient was being treated at robina hospital for rehabilitation, where she was still an inpatient as of (B)(6) 2020. The patient initially had bilateral motor deficit both upper and lower, and as of (B)(6) 2020, left side was back to normal, and the right upper body function had returned. Patient had taken first steps on (B)(6) 2020 and was undergoing physio therapy twice daily at that time. Scs system remains implanted with effective stimulation.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a stroke following a successful ipg implant while in the recovery room on (B)(6) 2020. The physician stated the stroke resulted from a blocked carotid artery from a plaque. To address the issue, the patient was transferred to another hospital.